Event description:
Reporter alleged obtaining the results of 259 mg/dl and 110 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took his 750 mg of metformin and his actos at the time he obtained the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.